Event description:
It was reported to the rep, by the surgeon, that the ibs-b screw was bent. The rep later stated the bent screw was located in the first metatarsal which caused the loss of correction; however, there was, no harm or impact to patient. The screws were removed on (B)(6) 2024. It was determined that the root cause was due to the patient's hardened bones. There is no indication there was any issues with the product since the surgeon replaced the screws with longer ibs-b screws.